Event description:
It was reported that on (B)(6) 2026, a 31 mm epic plus mitral valve was chosen for a procedure. During the procedure, the physician noticed a small cleft in one of the leaflets where two of the leaflets are joined together. After implanting the valve, they tested with saline and saw small leak but left the valve thinking it would improve when the heart was full. A few minutes off of bypass the intra-valvular leak was noticeable in this spot where the cleft had been seen. The mitral regurgitation (mr) was mild so they chose to go back on bypass and remove the valve. They replaced the valve with a new 29 epic plus mitral and removed the original epic plus 31 mm mitral valve. The case ended without any further issues and the patient was reported recovering.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information